Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level that was over 400 mg/dl. The customer stated that they changed the infusion set and everything worked fine. The customer¿s current blood glucose level was 219 mg/dl. They treated the high blood glucose with the insulin pump. Troubleshooting was performed and insulin exited without incident. It was found that the cannula on the quickset was bent and there was moisture around the adhesive patch. The customer was advised to return the quickset. The device will not be returned for analysis.